Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. After three notifications, there has been no sample returned for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
¿Date of PICC insertion (B)(6) 2022¿. ¿date of event ¿ 1/3/2023¿ . ¿description of event ¿ rn noted leaking from the blue lumen near the tubing/hub connection¿. ¿a new PICC and piv were place form completion of prescribed therapy.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Date of PICC insertion ¿ (B)(6) 2022¿. ¿date of event ¿ (B)(6) 2023¿. ¿description of event ¿ rn noted leaking from the blue lumen near the tubing/hub connection¿. ¿a new PICC and piv were place form completion of prescribed therapy.¿